Manufacturer narrative:
Product received for investigation. The condition of the returned product shows that the assembly technique was not followed as described in the field communication and shown on the attached video. Proper placement of the locking ring is critical to the assembly of the tray to the bearing. A dimensional analysis was not performed due to the damaged caused in assembly. A review of the device history record would indicate that the product left biomet within design specifications. Review of complaint history found no additional related issues for this item. Review of device history records found unrelated deviations during the manufacturing process. The first nonconformance was that the parts were dirty and they were reworked and accepted. The second nonconformance was that one piece had a hair in the bottom right corner and one piece had a fuzz in the blister; they were reworked and accepted. The third nonconformance was that one piece had a deep scratch on the locking ring; the part was disassembled and a new locking ring was issued. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that during a reverse total shoulder procedure with a fracture stem on (B)(6) 2015, that while using the bearing assembly tool, the surgical tech bent one side of the locking ring. When pressure was applied to the assembly tool it bent the ring as opposed to spreading it apart. A new tray with locking ring was used with the comprehensive reverse shoulder components to complete the procedure.